Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: one of the five connector recognition pins, located at the bottom right, was found to be bent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the powerseal exhibited the recognition pin was bent, preventing the connector from being fully inserted and causing it to fail to be recognized. There was no patient involvement.